Manufacturer narrative:
Adjusted main frame power supply 1 output to 5.12 vdc. Inspected interconnect cable, receptacle and high voltage cable connections. Esd kit inspected and functional. Reseated fluoro functions and generator interface boards.

Event description:
Customer reported an intermittent communication failure with workstation, and system kept beeping after reboot. No pt injury was reported.